Event description:
The spouse of a v-go 20 user reported that the patient keeps having issues with the needle coming out. Additional information provided clarified that the needle button releases 2 to 12 hours into use. Exact number of occurrences and event dates were not provided. The patient confirmed that they do not press on the needle release button accidentally. It was reported that a product sample is available for return, however to date has not been received.

Manufacturer narrative:
Device evaluation: one device was received and evaluated for the complaint regarding the needle button released event. Device # (B)(4) was inspected, and the needle mechanism functions were tested and verified to have operated as intended. The complaint could not be confirmed for this device.